Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not returned for evaluation. Ninety nine companion units were received for evaluation. No defects were observed during the visual inspection. A pressure test was performed by connecting the set to the pressure gauge at 8psi and submerging it under water for 10 seconds. A functional test was performed by filling the container with solution. An extension set was inserted to the container and the container was hung on a hook. The solution was flowing without restriction. The initial evaluation could not confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that leak was observed from the upper right corner of the bag seam in an intravia empty container. The customer stated that the bag leaked on to a patient during use when infusing with a narcotic (non-baxter product). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.